Manufacturer narrative:
The cobas 4000 c311 stand-alone system serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results from the cobas 4000 c311 standalone system. An interference was suspected. The initial result was 9.80 mg/dl with a data flag. Since the value was particularly high and there were no clinical conditions compatible with renal failure or such a degree of hyperphosphatemia, the test was repeated using a new sample. The elevated value was confirmed at 8.10 mg/dl with a data flag. This led to the hypothesis of interference and the collection of a new sample. The following morning (B)(6) 2025), a third sample was taken from the patient, yielding a result of 8.55 mg/dl with a data flag. The sample was sent to a second laboratory using the same method on a c311 analyzer. The result was 5.7 mg/dl. The sample was also tested in another laboratory, with a result of 3.40 mg/dl. After preventive maintenance was performed and the instrument checked, the samples were repeated, and the results were the same elevated values. No specific data was provided.